Manufacturer narrative:
Patient information was unavailable from the site. The non-invasive patient tracker (nipt) was returned to the manufacture and analysis was completed. Functional testing and visual physical examination was performed and the issue was confirmed. The returned tracker was not identified when connected to a known good system, returning only red status. The cause was an electrical issue with the returned nipt. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a brain tumor resection procedure. It was reported intraoperatively that the patient tracker had a recognition failure when it was used. An extra one was used without issue. There was no reported delay to the procedure due to this issue and no impact on the patient outcome.